Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user continued to have no connection to the dexcom g7 cgm. After more troubleshooting, it was determined a replacement was required. There was no report of any patient harm or adverse event associated with this report.